Manufacturer narrative:
H3: product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97745ac lot# serial4# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was the battery pack was not charging. Patient(pt) met with the representative(rep) today and representative tried taking the battery out and plugging it in but it did not charge. The controller kept saying the battery needed to be charged but it would not charge when plugged in. Rep was not with the patient at the time of the call and did not haveaccess to equipment. Offered to call the patient to troubleshoot. Made an outbound call to the patient. Pt confirmed the controller said the battery pack needed to be charged but it was not taking a charge. It was plugged in for 2 days and did not get charged. Pttried aa batteries. Pt said there was no green light blinking on controller. When patient services (pss) talked to the medtronic rep, the rep said the issue started a few weeks ago. Pt said the issue started on friday. Mdt rep said they were notified today. But in the outbound call pt reported they notified the rep on sunday. On the call the screen was prompting pt to set up for implant. Pss reviewed pt needed to charge the controller before they could repeat the set up. Pt confirmed the ac cord had the green light. Pt mentioned they put the intensity on friday on 0.7 and forgot to turn it off because they usually turn it off at night. Now it gives them 'shocks' when they go to bed. Pt cannot turn stim off. A replacement battery pack was sent out. Pt called back on 13-aug-2024 with their grandson to report the battery pack did not resolve the issue. The controller was still not taking a charge. There was no green light on the controller. A replacement controller was sent out. Patient called back with grandson to help explain the issue. They received the replacement controller and all seemed to be fine; however, they were still having trouble charging the controller from ac power consistently. Their grandson stated the cord seemed to be bent around, and unless in a particular angle near the black box (portion going into outlet), then the controller stops taking the charge; seemed like a short or loose wiring in cable. A replacement ac power cord was sent out. Patient called to report the equipment sent is working. Technical services reviewed that patient should send broken equipment back. Pt requested a call back. Pss made an outbound call. Pt asked if they needed to send the ac power cord back. Pt confirmed the issue was resolved.